Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the xxl was returned for evaluation. A visual and tactile examination identified a shaft separation located approximately 40mm proximal of the proximal balloon sleeve. The separation displays evidence of the shaft having been cut with a sharp implement. Multiple shaft kinks was also noted along the length of the device. The recommended sheath size as per xxl specification for this device is a minimum 7fr. The investigator was unable to advance the device through the 7fr boston scientific introducer sheath due to the shaft break and shaft kinks. A visual and tactile examination identified that the balloon was not tightly folded and had been subject to positive pressure. The investigator was able to inflate the balloon using a syringe and a pinhole in the balloon material was identified located approximately 12mm distal of the proximal balloon sleeve. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that the balloon burst and became entangled with the tip of the sheath. A 14-4/5.8/75 xxl balloon catheter was used to treat stenosis of the central vein identified after arteriovenous fistula percutaneous transluminal angioplasty (avf pta) procedure. However, after positioning the product on the lesion and increasing pressure to the nominal level, the balloon burst, causing contrast agent leakage. During withdrawal, the balloon became entangled with the tip of the sheath and was unable to be removed. As a result, the catheter was cut and removed along with the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Event description:
It was reported that the balloon burst and became entangled with the tip of the sheath. A 14-4/5.8/75 xxl balloon catheter was used to treat stenosis of the central vein identified after arteriovenous fistula percutaneous transluminal angioplasty (avf pta) procedure. However, after positioning the product on the lesion and increasing pressure to the nominal level, the balloon burst, causing contrast agent leakage. During withdrawal, the balloon became entangled with the tip of the sheath and was unable to be removed. As a result, the catheter was cut and removed along with the sheath. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).